Event description:
It was reported that an ilet user experienced a continuous glucose monitor connection issue in which the device prompted to connect a cgm or enter a blood glucose value, resulting in automated insulin dosing stopping; the user was using a freestyle libre 3+ sensor and initially experienced sensor pairing failure that was resolved by rescanning. Symptoms included no clinical effects reported. Outcomes included temporary interruption of automated insulin dosing until cgm readings resumed. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that rescanning the sensor restored pairing and cgm data flow. It was concluded that the event was attributable to a resolved sensor pairing failure with no reported patient harm.